Event description:
It was reported via journal article that endocarditis occurred. A left atrial appendage closure procedure was taking place utilizing a watchman flx closure device. During the procedure, transesophageal echocardiogram identified vegetations on the mitral valve and the patient was hospitalized in response to this event. A comprehensive blood work up was performed, and blood cultures remained negative over 48 hours. The patient was placed on intravenous broad-spectrum antibiotics with a preliminary diagnosis of marantic endocarditis. Bartonella titers were positive 48 hours later, and treatment was modified. Despite a diagnosis of severe mitral regurgitation likely secondary to subacute endocarditis, there was no emergent indication for surgical intervention and the patient followed up with their cardiologist who recommended oral anticoagulation and completion of antibiotic therapy.

Manufacturer narrative:
B3: estimated based on when literature article was presented. Literature citation: karen d. Antwiler, et al. (October 9th, 2023). Utility of atrial fibrillation in culture-negative endocarditis. Americal college of chest journal. Volume 164, issue 4. Pages a1180-a1181. Http://dx.doi.org/10.1016/j.chest.2023.07.847.